Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, during reprocessing, the nozzle on the evis lucera duodenovideoscope was clogged. The intended therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure was completed with a similar device and the evis lucera elite video system center. The procedure was not delayed more than fifteen (15) minutes. No patient harm reported. The scope was inspected prior to use with no abnormalities found. The water supply status of the nozzle was inspected during the pre-use inspection and was not very good. The mh-946 injection tube was used for manual cleaning. No scratches were found on the mounting part of the mh-946 injection tube. The nozzle had not been replaced. The facility used a non-olympus aer.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.